Event description:
This report is for patient 2. Refer to mfg report #3004608878-2025-00146 for report on patient#1. A facility reported they experienced difficulty to close/lock the mayfield modified skull clamp on a patient: the clamping screw failed to provide safety and the tip became embedded in the patient's skull. The device had to be replaced. Less than 30 minutes of time was lost. The clamp did not react to pressure, the pin sank into the patient's head. Usually the pression indicator (torque screw) goes out, but in this case it did not. Consequences: wounds of patient scalp + time of surgery increase. Infectious risk.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was confirmed as valid after evaluating the device. The inspection of the skull clamp (sn: (B)(6) shows the skull clamp has a sticking swivel lock assembly, and upon opening the mechanism, it shows dirt and limescale inside. To resolve the issues found, the lock was cleaned, greased and adjusted. The unit has been subjected to a successful functional check to meet the manufacturer's specifications. This repair is performed as a goodwill gesture and will not be charged to the customer; no spare parts are required, as the unit was serviced in april 2025. Root cause - the complaint is confirmed via inspection of the unit. The unit needed to be cleaned, greased, and adjusted. The probable root cause is routine wear and improper cleaning. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.